Event description:
The physician performed a sling procedure in 2003. The physician reported that they inadvertently failed to remove the plastic sheath that covers the mesh. While attempting to remove the plastic sheath in a second procedure the physician inadvertently removed the mesh instead. The physician opened the abdominal incisions and was unable to find the plastic sheath. The physician felt that the risk of further exploration outweighed the benefit of removing the plastic. Another sling was inserted. The procedure was successful and the pt is continent and has had no postoperative complaints or signs of infection or rejection.